Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified tibioperoneal trunk. After a guide wire crossed the lesion, a 3.0mmx20mmx143cm fg coyote nc (nc quantum apex¿) balloon catheter was advanced for dilatation; however, the balloon ruptured. The device was completely removed from the patient and dilatation was performed with a 3mm small peripheral cutting balloon catheter. Blood flow recovery was confirmed and the procedure was completed. No patient complications nor injuries were reported.